Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 608 mg/dl. Customer's blood glucose value was 273 mg/dl at the time of the call. The customer felt symptoms of vomiting and ketones. The customer was wearing the insulin pump during their hospital stay. The caller states that the infusion sets were bent. The caller changed the sets. The customer was treated for their blood glucose with a bolus. The customer did not return the product back for analysis.